Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3850 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It reported the patient was admitted to the hospital due to "left basal ganglia cerebral hemorrhage". On (B)(6) 2020, the patient was ordered to perform a central venous catheterization of the left upper limb through peripheral puncture. The operation was completed and the procedure was smooth. The catheter was inserted with a length of 24cm and exposed. 1cm, upper arm circumference 27cm. The infusion was unobstructed without redness, and the patient had no complaints. On (B)(6) 2020, the patient's intravenous infusion showed that the bed sheet was wetted locally. The medical staff observed that the infusion fluid was returning from the catheter port. It was stated health professional doesn't know whether it is a pipeline problem. The middle and long tube was removed, and a peripheral indwelling needle was placed separately.